Manufacturer narrative:
Although no device sample is being returned in conjunction with this event, an investigation is still being conducted by navilyst medical. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
In (B)(6) 2009, an 8f port/catheter was placed for treatment of metastatic small cell carcinoma. In (B)(6) 2010, the port was found to be non-functioning and it was discovered that the catheter had become detached from the port and had migrated into the pt's right atrium. The catheter was successfully removed on (B)(6) 2010 by a radiologist using a snare. The port was then removed on (B)(6) 2010. The physician's operative report states that, "the pt tolerated the procedure satisfactorily and was returned to output status." Navilyst medical was notified of this event by the wife of the (deceased) pt. Her husband did not have another port placed and expired from cancer on (B)(6) 2010. Ms. (B)(6) furnished copies of her husband's death certificate as well as reports on the procedures from the hospital. Ms. (B)(6) has indicated that she does not feel that her husband's death was related to the device failure, but is inquiring into reimbursement for medical costs not covered by insurance.